Event description:
The customer reported of approximately 2 ml of clear fluid leak by the blood sampling valve (bsv) of the lh 500 hematology analyzer. The customer could not locate the source of the leak but stated that the leak was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles, and lab coat at the time of the event and there was no report of exposure or injury. Patient results were not affected by the leak and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched on (B)(4) 2012 and observed a drip from the bsv probe wipe. The fse also noticed that the evacuation pathway was obstructed and proceeded to bleach the vacuum pathway and flush the high vacuum system. Instrument was verified and no further leak was observed.

Manufacturer narrative:
Evaluation codes - results code - (other): the evacuation pathway was obstructed. The fse proceeded to bleach the vacuum pathway and flush the high vacuum system there was another leak which was reported by the customer on (B)(6) 2012. Please see medwatch #1061932-2012-01570 for the report of the event which occurred on (B)(6) 2012. (B)(4).